Event description:
The customer's mother called to report a blank display and missing segments when pressing the act button. The customer uses the correct battery and the insulin pump was not dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board. Unable to verify the bolus anomaly due to the blank display.